Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Date of event - unknown date, (B)(6) 2017. Medical products: peg screw 2.5x14mm, cat# sp14000 lot#: ni. Peg screw 2.5x18mm, cat# sp18000 lot#: ni. Peg screw 2.5x20mm, cat# sp20000 lot#: ni. Peg full thread 2.5x20mm, cat#: fp20 lot#: ni. Peg full thread 2.5x18mm, cat#: fp18 lot#: ni. Peg full thread 2.5x16mm, cat#: fp16 lot#: ni. Peg full thread 2.5x14mm, cat#: fp14 lot#: ni. 1.6mmx6in stein pin bay tip ns, cat#: 144256 lot#: n.I 4mm cann canc sm hd ft 34mm ns, cat#: 180248034 lot#: ni. 4mm cann canc sm hd ft 30mm ns, cat#: 180248030 lot#: ni. Customer has indicated that the product will not be returned [discarded by hospital] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a foot fracture repair procedure and approximately eight (8) months post-implantation that patient has been indicated for revision due to pain and swelling caused by a fracture of the fusion plate. Attempts have been made and additional information on the reported event is unavailable at this time.